Event description:
The product was used during a laparoscopic appendectomy procedure. Reportedly, the instrument did not cut. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.